Event description:
A malfunction alarm identified as "malf 9" was reported by the customer, but there were no notable events occurring prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.